Event description:
The customer contact reported the pump did not deliver. In 2007 at 1400, the pump was programmed to deliver an unspecified concentration of furosemide at a rate of 5ml bag of furosemide was obtained and the delivery was resumed. At 2300, the nurse checked the volume in the bag and it was "almost full." Two days later at 0500, the nurse checked the volume in the bag again and "it did not change;" however, 25ml was expected to be left in the bag. There were no reported adverse patient effects. No medical interventions were reported. The pump was removed from clinical service. Therapy was resumed using a replacement pump. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.